Manufacturer narrative:
Device evaluated by manufacturer: the device has the distal tip detached and kinked; the body is also kinked, it is located approximately at 133.5 cm from the proximal end. Overall length and outer diameter (od) of the distal tip could not be performed due to device condition. The od of the middle of the device and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target vessel was located in the calcified peroneal vessel. A 300cm straight tip v-14¿ controlwire® was advanced and crossed the lesion. A rubicon¿ 14 catheter was advanced onto the v-14 guide wire however; it was noted that the wire had prolapsed. The tip of the wire broke off and remained stuck in the calcified vessel. The physician tried to take a different wire to get across, and was unsuccessful and ended up abandoning the procedure. The remaining wire and the rubicon were removed; however, the physician elected to leave the wire tip in place as the patient was most likely a candidate for below-the-knee amputation due to extent of disease. There were no immediate complication to the patient other than the wire tip in the vessel. The patient's condition was fine at the moment of the event.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target vessel was located in the calcified peroneal vessel. A 300cm straight tip v-14 controlwire was advanced and crossed the lesion. A rubicon 14 catheter was advanced onto the v-14 guide wire however; it was noted that the wire had prolapsed. The tip of the wire broke off and remained stuck in the calcified vessel. The physician tried to take a different wire to get across, and was unsuccessful and ended up abandoning the procedure. The remaining wire and the rubicon were removed; however, the physician elected to leave the wire tip in place as the patient was most likely a candidate for below-the-knee amputation due to extent of disease. There were no immediate complication to the patient other than the wire tip in the vessel. The patient's condition was fine at the moment of the event.